Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not crossing over, and the user was not able to pull the medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients did not cross over to station. The technical support specialist addressed by dialing into the es server shcpesap01v and logging into hsv. It was confirmed that multiple stations were on critical override and disconnected. Two sample stations were accessed for verification. The sync debug logs showed no errors, and a port test was performed, which indicated that all ports were closed. Screenshots were taken and shared with the customer for verification with their hospital it(hit) team. Subsequently, the customer¿s hit team resolved the port issue, and the stations were confirmed to be functioning normally. The customer agreed to close the ticket, and the case was successfully resolved. The system functioned as intended after the technical support specialist troubleshot the device.